Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Correction: h6.

Event description:
Related manufacturer's reference number: 2017865-2021-29635, related manufacturer's reference number: 2017865-2021-29636. It was reported the patient presented in the hospital with endocarditis, with symptoms of infection. The patient's right ventricular and right atrial lead were explanted and replaced and replaced. The patient's pacemaker was secured to the patient's chest. The patient was stable throughout the procedure.